Event description:
It was reported that the customer had a recurring button error alarm. Customer could not clear the alarm. Pump wil need to be returned and replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).